Event description:
It was reported that the patient experienced intermittent stimulation. Additional information received reported that the problem was not resolved. The patient felt the battery may have been dying, and planned to follow up with her hcp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model 748910, serial# (B)(4), implanted: 2005 (B)(6), explanted: na. Extension: model 748910, serial# (B)(4), implanted: 2005 (B)(6), explanted: na. Programmer: model 7435, serial# (B)(4). Lead: model 3093-28, lot# j0511622v, implanted: 2005 (B)(6), explanted: na. Lead: model 3093-28, lot# j0511622v, implanted: 2005 (B)(6), explanted: na.

Event description:
It was reported the patient originally had a spinal cord stimulator device used for two leads. When the spinal cord stimulator device was depleted two interstims were placed on the same side of the body right next to each other.